Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On an unknown date in 1993, a 19mm masters hp valve was implanted. In (B)(6) 2019, the patient presented with shortness of breath and a high gradient and was treated with a heparin IV. On (B)(6) 2019, the valve was explanted and the patient expired. Additional information has been requested.

Manufacturer narrative:
An event of shortness of breath, high gradient, and patient death after the valve was replaced was reported. Both leaflets were immobilized by pannus. There was fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter and contained diffuse calcifications of pannus. Both recessed pivot areas contained thrombus. No acute inflammation was present. No fungal hyphae or yeast forms were identified with staining. The cause of the pannus and thrombus could not be conclusively determined. Information from the field indicated that the valve had been implanted for approximately 26 years.

Event description:
On an unknown date in 1993, a 19mm masters hp valve was implanted. In (B)(6) 2019, the patient presented with shortness of breath and a high gradient and was treated with a heparin IV. On (B)(6) 2019, the valve was explanted and the patient expired. No additional information has been provided.